Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The cause of the code 204 is the damaged receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The root cause for the failure was a rear pulse wire solder connection in the broken and pulled in the distribution node (dn). The root cause for the broken solder connection was excessive force. No adverse events occurred from the damaged belt. Manufacture dates: monitor sn (B)(4) - 11/13/2020. Electrode belt sn (B)(4) - 11/11/2010

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the patient's equipment was damaged.